Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device check, premature battery depletion was observed. No electrical anomalies were detected. No intervention was reported, and the patient will continue to be monitored remotely.

Manufacturer narrative:
Manufacturer report 2938836-2016-09949 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).